Manufacturer narrative:
Section h10 additional mfg narrative of the initial medwatch report indicated: a third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Section h10 additional mfg narrative of the initial medwatch report should indicate: a third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the user interface pcb assembly, however further root cause could not be determined. It was concluded that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Event description:
A customer contacted stryker to report that their device failed to provide defibrillation therapy during intervention on a patient. The patient did not survive the reported event. The healthcare provider confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device failed to provide defibrillation therapy during intervention on a patient. The patient did not survive the reported event. The healthcare provider confirmed that the device use did not contribute to the patient outcome.